Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon "sdi had no output" occurred due to a quantum board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, a faulty printed circuit board was discovered and caused the reported no output failure. Additionally, there were several black dots in the screen due to the damaged board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus high-definition lcd monitor loaner device, it was discovered that the unit was not producing an image. There was no patient involvement during this event.